Manufacturer narrative:
UDI: (B)(4). The reported complaint was confirmed from the evaluation of the returned product. The unit received without the 6in transitional member and adjustment wrench. The shock cushion has moved forward in handle and is impeding 6in transitional from going into handle of the device. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. The device exceeds its expected life of 7 years (lot code 047 manufactured on 2004). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
The device involved in the reported incident is available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 3004608878-2020-00656.

Event description:
This is 1 of 2 reports. A facility reported that clamp on the base unit was broken and was involved in an unspecified patient injury. There was no known surgery delay.